Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as "the patient made a mistake". On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began therapy with vancomycin (2 gm loading dose, ip), fortum (1 gm, daily, ip), and tobramycin (40 mg, daily, ip. The outcome of the peritonitis and break in aseptic technique were not reported and the patient remained hospitalized. Dianeal pd2 therapy was ongoing. The nurse believed the peritonitis was not related to the dianeal pd2 ultrabag therapy. A causality assessment was not provided for the event of break in aseptic technique.